Manufacturer narrative:
The event was reported to have occurred on an unreported date "by the end of 2020". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to "cocci" bacterial infection. The patient was treated with vancomycin (intraperitoneal) "at the earlier stage" of treatment. Pd therapy was withdrawn at the "later stage" of treatment. Patient hospitalization and patient outcome were not reported. No additional information is available.